Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was returned fully deployed. Inspection of the linkage assembly found it to not be fully retracted, though the formed needle was not visible in the exposed portion of the soft cannula prior to opening the pod. Upon opening the pod, the linkage assembly was found to be in the fully retracted state. Inspection of the underside of the pod top housing found score marks, indicating that the linkage assembly was misaligned with the top housing, resulting the failure of the needle mechanism assembly to fully retract. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks area. A new pod was applied to treat the hyperglycemia.